Manufacturer narrative:
Intuitive followed up and obtained additional information. The instrument had a bent tip. The instrument was just inserted into the arm and the doctor was just about to use it and the tip just fell back and broke. Customer was just about to start grabbing the tissue and it broke before he was able to do anything inside the patient. Instrument was able to move just the tip "flung back" per the nurse in the surgery. The movements of the surgeon scaled appropriately to the instrument. The instrument moved in the intended direction. Surgeon was just about to start dissecting and picking up tissue and it just "flung back". Surgeon never made contact with any tissue or instruments.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument bent self backwards. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have a severely bent grip, causing them to be misaligned. The offset at the tips was 2.32 mm. The grips were not found to be cracked. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.